Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarmap had a visual kink, and break in the nitinol shaft near the electrical connection. There was exposed wire visible through the break. It was then electrically tested to investigate the continuity of the 8 electrodes. During continuity testing electrodes 4 & 5 measured an open. The device was then observed under x-ray to identify the cause for the open measurement on electrode 4 & 5. X-ray imaging shows multiple wire breaks in the shaft of the polarmap device confirming the opens measured on electrode 4 & 5. The polarmap shaft kink, and break occurred at a region of the shaft that is unsupported just proximal of the polarx guidewire lumen. Device manipulation to this unsupported region likely led to the break in the shaft and the wires inside, and ultimately the noise issues observed in the field.

Event description:
Reportable based on analysis during procedure, an polarmap was selected for use. It was reported that there was noise on the third and fourth electrodes from the beginning. The device has been replaced and the procedure was completed successfully with no patient complications. The product will be returned. Analysis of the device revealed a break in the nitinol shaft.